Event description:
Additional information was received that rv lead damage was suspected but this was not confirmed.

Event description:
During a remote follow up, increased defibrillation impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable.